Event description:
It was reported the instrument could not be opened and closed. Although the instrument was used intraoperatively, no pt injury was reported.

Manufacturer narrative:
(B) (4). Device was returned to the manufacturer for eval. Visual microscopic exam shows that the tip of the static shaft is cracked on both side by the pin connecting the static shaft with the upper jaw missing. It appears that excessive torque and/or bending load was applied to the instrument which may have caused the tip to crack. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.